Manufacturer narrative:
A ge rep evaluated the system and replaced the line fuses. System operates as intended.

Event description:
The customer reported the system would not power up. No pt injury was reported.